Manufacturer narrative:
No button error alarm. No button response due to flattened act button keypad dome. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. Unable to verify motor error alarm due to keypad anomaly. Motor received with corroded motor home switch.

Event description:
Customer reported receiving a button error and a motor error alarm on the insulin pump. Customer's current blood glucose reading is 241 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.